Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported on (B)(6) 2025, the patient underwent placement of a central venous catheter via a peripheral puncture in the oncology ward of our hospital. The catheter was maintained regularly and functioned normally. The patient was admitted to the oncology ward in (B)(6) 2026. On the morning of (B)(6) 2026, a nurse performed routine catheter maintenance and observed fluid leakage at the puncture site. Upon closer inspection, a rupture was identified. The nurse determined that the area around the puncture site was difficult to trim, and since the patient was nearing discharge and did not currently require medication administration, the nurse explained the situation to the patient and removed the catheter. This action did not result in any adverse consequences for the patient.